Event description:
The physician placed an enterprise 4 by 14 stent in the patient. The first coil was placed and detached without event. The second coil was attempted to be delivered with multiple attempts. On the third or fourth manipulation, it appeared that the coil was locked or stuck in the stent strut and the coil could not ber retrieved. At which point further manipulation caused the coil to be detached in the micro-catheter. The physician made multiple attempts with various devices to retrieve the coil without success. A second stent was placed to tack down the coil within the arterial wall. After the second stent was placed the patient was stable and the arterial flow appeared normal. A follow up was made on the patient status; the patient is doing fine.

Manufacturer narrative:
The device was not returned by the customer for evaluation.